Event description:
Caller reported that the t:slim x2 pump battery would not charge. Customer changed the pump charging supplies, but the issue persisted, and the pump was unable to be charged. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.